Event description:
The user facility reported that during a patient procedure while lifting a patient on their side, their 3085 surgical table tilted forward. No report of injury or procedure delay.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the table and found that one of the floor locks required replacement. The cause of the damaged floor lock could not be determined. To resolve the issue, the technician replaced the floor lock. The table was inspected, confirmed to be operating according to specification, and returned to service. The 3085 surgical table subject of the reported event was manufactured in 2004 and is approximately 21 years old. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.